Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. Based on the image, the curved blade appears to be a little bent, but is still attached.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the front end of the harmonic ace instrument fractured and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure. A backup harmonic ace instrument was used to complete the procedure robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.437in x 0.085in was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade did not show damage. Per log review, a harmonic ace matching the provided lot number was not installed/used on reported event date.

Event description:
Refer to h11 for follow-up information.